Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she could not get insulin to go into the reservoir. Blood glucose level at the time of the call was 367 mg/dl. Review of the insulin pump's alarm history showed that a no delivery alarm had occurred. The alarm history also showed that the customer's blood glucose level reached 452 mg/dl. The customer was assisted in suspending and resuming the device. The insulin pump was not replaced or returned for analysis.